Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. It was also reported by ral that device has no telemetry, outputs or tones.